Event description:
A nurse reported that the probe did not cut before vitrectomy surgery. The surgery was successfully completed on the same day after replacing the product with another one. There was no impact on the patient. This report pertains to the first of the two probes involved in this complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.